Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that customer was hospitalized due to diabetic ketoacidosis while using the insulin pump. Date of hospitalization was unknown. Customer was no longer using the insulin pump. It was unknown that auto mode feature was active or not at the time of event. No further patient complications were reported. The device will not be returned for analysis.